Event description:
The facility reported a colleague infusion pump that experienced an 804:26 failure code on channel b. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump that experienced 804:26 failure code on channel b was confirmed in the event history. The assignable cause was determined to be a software failure. Software failures are not associated with hardware malfunctions and require no repair nor hardware replacement. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.